Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result on one (1) patient. Results are as follows:date inratio inr labortory inr(B)(6) 2015 1.5 2.3 therapeutic range: 2.0 - 3.0.the testing was performed consecutively. The caller reported "milking" the finger after the finger stick which is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. A review in-house testing was performed and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.